Event description:
Treatment of a left unruptured ophthalmic saccular aneurysm measuring 14.55mm x 7mm. It was reported that the patient underwent pipeline embolization treatment on (B)(6) 2013, first pipeline could not be deployed as distally as needed. It was deployed in a slightly stenosed area and required balloon angioplasty (an option presented in the instructions for use) to achieve full wall apposition. Angiography showed some jetting into the distal aneurysm; therefore, a second pipeline was deployed at the neck of the aneurysm. Post procedure, a dyna CT showed that the patient had a sah (subarachnoid hemorrhage) on the ipsilateral side due to the patient having a pru of 95 before the procedure. No other injury was reported with the patient as a result of the procedure. Same event as MDR# 2029214-2013-00338.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).